Manufacturer narrative:
To date, device has not yet been returned. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head displayed an error message. The issue occurred during a therapeutic laparoscopic cholecystectomy and the procedure was completed using a similar device. There was no patient harm and no additional treatment or procedures were performed.

Event description:
It was reported the camera head displayed an error message. The issue occurred during a therapeutic laparoscopic cholecystectomy and the procedure was completed using a similar device. There was no patient harm and no additional treatment or procedures were performed.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed/reproduced. In addition, the following reportable malfunctions were identified during the device evaluation: image noise and cracked video connector. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the camera cable was faulty, and it was likely that normal communication is not possible, resulting in error messages and image noise. For the cracked video connector, the information obtained from this complaint and the results of the investigation did not lead to the identification of the cause of the occurrence. Olympus will continue to monitor field performance for this device.